Event description:
Boston scientific received information that the patient has an infection. Field representative inquired about the status of the leads previously implanted and abandoned. This product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.